Manufacturer narrative:
This report is submitted on december 16, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to performance decrement and loss of electrode function. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on march 14, 2023.